Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head not able to interrogate with devices using a known good programmer. Rf head cable is twisted and failed uplink functional tests; the rf head cable found out of electrical specification. (B)(4).

Event description:
It was reported there was intermittent loss / inconsistent telemetry. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.